Manufacturer narrative:
Concomitant medical products: lf2019 - exact dissector lf2019, ligasure 21cm, lot# 13560183x. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure on thyroid gland, the sealing of two devices were not good enough. There was no regrasp alert and no evidence of any energy delivery but there was an end tone. There was a small local bleeding which a revision with clips was made to stop the bleeding.